Manufacturer narrative:
The cartridge has been received for eval; however, eval is not complete. A f/u MDR will be submitted.

Event description:
Received info stating customer received multiple occlusion alarms. Reportedly, customer's blood glucose level was impacted.